Event description:
The fixed bearing tibial impactor broke during impaction of the tibial implant.

Manufacturer narrative:
Examination of the returned device confirms the reported event of impactor damage. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). Based on recommendation from polymer supplier, the fb tibial impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples. The annealed product was released in (B)(6) 2013. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.